Manufacturer narrative:
Per the medical safety officer review; the pump stopped during impella cp pump 1 mcs after 12 days start of support requiring replacement and was the cascading event which cannot be dissociated. There is not enough evidence to exclude the impella cp pump 1 as an associated factor to the patient's outcome. Based on the medical safety officer (mso) review the following fields have been updated: b1 revised from the initial manufacturer device report number 1220648-2025-27380 to reflect both product problem and adverse event. B2 revised from the initial manufacturer device report number 1220648-2025-27380 to reflect death and date of death b5 revised from the initial manufacturer device report number 1220648-2025-27380 to reflect patient outcome and mso statement h1 type of reportable event revised from the initial manufacturer device report number 1220648-2025-27380 to reflect death h6 health effect - impact code revised from the initial manufacturer device report number 1220648-2025-27380 to reflect death.

Event description:
Per medical safety officer review; the pump stopped during impella cp pump after 12 days start of support requiring replacement and was the cascading event which cannot be dissociated. There is not enough evidence to exclude the impella cp pump 1 as an associated factor to the patient's outcome of death.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.  As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported the patient was on impella cp support and during support, there was a pump stop. Staff attempted to restart the pump to no avail. The pump was explanted and replaced. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of pump stop has been completed. The impella cp returned for evaluation. Upon visual inspection, large purge gap was found. Data logs were reviewed and a high motor current pump stop with alarm occurred on 11th day. Multiple attempts were made to restart pump without success. The root cause of the pump stop was due to bearing wear as pump was run past indicated design life.